Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional testing could not be performed since the device was not returned for investigation. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information there was no malfunction reported to subject trevo xp provue retriever during the procedure. The reported issues patient embolus and patient intracranial hemorrhage are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
During thrombectomy procedure, the subject retriever was used to remove clot from the right mca m1 portion on (B)(6) 2020. After the 1st pass, embolization to new territory (ent) occurred in right a2 segment, then an additional pass was performed to remove m2 clot. Thrombectomy was performed to treat the distal new territory embolus (ent). Pre procedure, the patient neurological assessment showed the thrombolysis in cerebral infarction (tici) of 0, national institute of health stroke scale (nihss) of 17 and mrs (modified rankin score) of 0. According to the surgeon, vessel preformation occurred during the procedure but was not due to stryker retriever. 24 hours post procedure computer tomography (CT) confirmed, intracranial hemorrhage (ich) was observed. It is unknown if the ich was treated. No additional information was received. Post procedure, the patient neurological assessment showed that the thrombolysis in cerebral infarction (tici) reperfusion grade was 2b, national institute of health stroke scale (nihss) of 21 and mrs (modified rankin score) of 5, three days post procedure.

Manufacturer narrative:
The subject device not returned.

Event description:
During thrombectomy procedure, the subject retriever was used to remove clot from the right mca m1 portion on (B)(6) 2020. After the 1st pass, embolization to new territory (ent) occurred in right a2 segment, then an additional pass was performed to remove m2 clot. Thrombectomy was performed to treat the distal new territory embolus (ent). Pre procedure, the patient neurological assessment showed the thrombolysis in cerebral infarction (tici) of 0, national institute of health stroke scale (nihss) of 17 and mrs (modified rankin score) of 0. According to the surgeon, vessel preformation occurred during the procedure but was not due to stryker retriever. 24 hours post procedure computer tomography (CT) confirmed, intracranial hemorrhage (ich) was observed. It is unknown if the ich was treated. No additional information was received. Post procedure, the patient neurological assessment showed that the thrombolysis in cerebral infarction (tici) reperfusion grade was 2b, national institute of health stroke scale (nihss) of 21 and mrs (modified rankin score) of 5, three days post procedure.